Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s first day with the pump was great since the second day she has felt a very strong pressure in her head, it feels like her eyes want to pop out. The patient has had a persistent headache and the patient noted that laying in a horizontal position lessened their pain. The patient stated they were active and was trying to continue to be active. The pump was used to deliver morphine. Additional information later reported the patient inquired what would happen if they missed a refill date and the pump went dry. The patient stated their next refill date was (B)(6) 2013 and the patient will be having a bilateral mastectomy done at the end of may and the hcp will be using the patient¿s own tissue to be reconstructing her breast. The patient also inquired if this would affect the pump. The patient will also be having a tummy tuck and was meeting with the plastic surgeon on (B)(6) 2013. The hcp already got some precancerous tissue out of her breast. The patient also reported that the day after they received pump, (B)(6) 2013, noticed she was having pressure pain behind her eyes, in the back of her head and forehead. The only thing the patient could do was sleep and vomit. The patient she was unable to eat. Six days later the patient went to see hcp and the hcp made an adjustment to the pump. The patient stated they had been fine since. Additional information later reported the patient never having therapeutic effect. The patient was very dissatisfied with the pump and wanted it removed. Per the hcp "the patient¿s pain never responded positively to the pump and the pump mechanism seems to be shifting in the abdominal fat¿ and as it shifts it causes extreme amount of pain for the patient. The hcp also mentioned ¿it may have a pseudo-capsule around it.¿ the catheter is at l 3/4, that the woman is "pretty obese" and the pump is at the lowest setting and the patient reported experiencing a splitting headache if it is turned up at all. The hcp planned to explant the pump and catheter and inquired about "what he needs to know" regarding explant. The hcp planned to order an MRI prior to explant.